Event description:
Sixcess verify 10 min 275 degree class 6 indicator short is listed on the steris website as pcc0037 verify sixcess 275 degrees f 10 minute indicator short (prevacuum cycle) box (200 strips). However the box received indicates that this "for gravity steam sterilizers at 275f/135c for 10 minutes. I had run several indicators in a prevac 270 degree 10 min load for testing purposes when I discovered the box indicates gravity. However all indicators passed testing. Furthermore gravity cycle testing at 133 for 9, 7, and 5 min also yielded passing results when placed in a paper/plastic peel pouch. The indicator inside of the box also specifies gravity. The internal IFU specifies 1 deg temp tolerance and 6% time tolerance. Sterilizer printouts show a max temp of 136 allowing for the temp variation. However a time variation seems well out of tolerance. I informed my steris rep on 03/04/2015 of this advertising issue but as of this date 03/17/2015 the website still states this is a prevac indicator. Diagnosis or reason for use: q a assurance - internal indicator.